Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer stated, the unit was feeding faster than the set rate and it was finished earlier than the expected time. A functional test and visual inspection were completed and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the unit was feeding faster than the set rate and it was finished earlier than the expected time.